Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles inside the assembly. The device log files were successfully downloaded and reviewed in full. No critical errors were identified in the log files. Additionally, the ui panel was damaged and there was contamination from dust and dirt observed inside the device. The customer complaint was confirmed. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.